Event description:
Customer called to report a clear liquid leak of approximately 4 to 5 cubic centimeters from the right side of the coulter lh750 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found dried, clear precipitate on the front-right of the instrument, as well as signs of an older leak. The area was cleaned and customer ran the instrument without further signs of a leak. The fse followed up with customer the next day, and customer found a clear fluid leak. An additional medical device report was filed based on that leak.

Manufacturer narrative:
An additional medical device report was filed based on the leak discovered upon follow up with customer on the following day. The report was filed as MDR #1061932-2012-00719 (B)(4).